Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced 'medication variance incorrect duration. The infusion pump had parental delivery problems during potassium infusion. It was set to 40 to run 4 hours but infused in 1 hour . There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.